Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2013 .product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a (B)(6) and sepsis. The device and leads were explanted and replaced at a later date. He patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event